Event description:
It was reported an alarm was heard; telemetry not yet performed. The patient had a refill the week prior. The alarm was sounding for three days. It was end of battery life. The pump migrated; it was noted "chest". The patient was hospitalized. The pump and catheter were explanted. The patient recovered without sequelae. The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8598, serial# (B)(4), implanted: 2006-(B)(6), product type catheter: product ID 8596, serial# (B)(4), implanted: 2006-(B)(6), product type catheter. (B)(4).